Manufacturer narrative:
Final device analysis reveals: motor shaft gear wear.

Event description:
Medtronic received returned product for analysis and disposal after an implant duration of 75 months. The infusion pump was programmed to infuse bupivicaine 40mg/ml at 1.842mg/day.